Manufacturer narrative:
(B) (4)

Event description:
It was reported that the surgeon attempted to insert a cc4204a collamer plate lens and the lens tore advancing in the injector. There was no pt contact. The reporter stated this was the surgeon's first time attempt to insert a lens with the nanopoint system, and the incident was likely due to a loading or physician's error.